Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The presumed causes of the suggested phenomenon were as follows: when brushing the air/water valve, the cleaning brush was broken, and bristles of the brush entered into the air/water channel. And then, the nozzle was clogged with them. Broken pieces of the injection tube or silicone-rubber products entered into the channel, and the nozzle was clogged with them. The instructions for use (IFU) states the following: check brushes that they are free from loosened bristles or damage. Brushes are not re-usable. If brushes are re-used, bristles may be detached. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU - reprocessing manual. Channel-opening cleaning brush (mh-507). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Olympus will continue to monitor field performance for this device.

Event description:
As reported, foreign debris was found protruding from the air/water nozzle. The issue found during device maintenance. There is no patient involvement associated on this reported event.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). During initial inspection of the device, foreign debris was found protruding from the air/water nozzle. The debris in the nozzle is a white plastic like material. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects was identified in relation to the reported failure: condition of outlet pipe - blocked. Biopsy channel was leaking. Investigation is ongoing. This report will be supplemented accordingly following investigation.